Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
It was reported that a hip revision took place which removed an exeter (B)(4) stem.

Manufacturer narrative:
An event regarding revision surgery involving an exeter stem was reported. The event was confirmed as the device was explanted. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), discoloration was observed on the anterior surface of the stem. A sample of the discoloration was placed on a scanning electron microscope (sem) stub and analyzed under a sem with the stem and head for further evaluation. Damage consistent with cement-mantle breakdown was observed on the medial surface of the stem." The mar concluded that "no material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and concluded that "no material or manufacturing defects were observed on the surfaces examined". The exact cause of the event however could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that a hip revision took place which removed an exeter 44#1 stem and metal head.